Event description:
As reported by the article, 'transcatheter aortic valve in valve in valve replacement in a young woman with transcatheter structural valve deterioration within a degenerated aortic root homograft', approximately 6 years post transapical tavr procedure with a 26mm sapien xt valve via a redo left thoracotomy, the patient presents increased shortness of breath on exertion, and echo report showed structural valve degeneration with severe calcification and stenosis. The peak gradient was 116mmhg and mean gradient of 79mmhg with the annulus at the basal 23.9 to 24.6mm. Per the article, the likelihood of requiring a redo root replacement (given the severely calcified aortic root homograft) within the next several years, the multidisciplinary heart valve team decided to perform a valve in valve procedure via right carotid artery to bridge the patient for future aortic intervention. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 valve. Post operative echo showed the aortic valve had a peak gradient of 59 mmhg, a mean gradient of 32 mmhg with a dimensionless obstructive index of 0.3. There was no prosthetic aortic valve regurgitation, and the patient had no conduction abnormalities. The patient was discharged on postoperative day 2 in stable condition. At 14 month clinical follow up, the patient remained well, with out any limitations regarding daily activities. At 14 month echo follow up, results showed the aortic valve function was essentially unchanged since repair; the aortic valve had a mean gradient of 35 mm hg and a dimensionless obstructive index of 0.3. In addition, the left ventricular ejection fraction of 55% to 60% indicated normal function.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (severely calcified aortic root homograft) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.